Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken off end cap. The insulin pump has broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump was severely damaged and needs a replacement. Customer's blood glucose was 189 md/dl. Customer stated that the bottom end of the insulin pump was loose and broken. Customer stated that the insulin pump dropped while hiking. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.